Manufacturer narrative:
A visual examination of the returned device found that the basket/wire assembly was detached and removed from coil/ handle assembly. The pull wire was bent and kinked. The coil assembly was stretched and the coil unraveled, and the coil assembly inner and outer sheaths were stretched and broken. The guidewire lumen (side-car) presented push-back. The device was disassembled and it was noted that the pull-wire was broken near the handle cannula and both fractured ends of pull wire necked down indicating that the wire had most likely sheared apart. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the basket could not be closed and sheath tore. Device evaluation of the returned device, the pull wire was found to be broken near the proximal handle cannula. Microscopic examination determined that the pull-wire most likely had sheared apart. There are controls in the manufacturing process that exist to limit product performance issues, therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. (B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure performed on (B)(6), 2011. According to the complainant, during the procedure, it was attempted to crush a captured stone twice using an inflation handle but nothing happened. A noise was then heard and the plastic covering of the metal wire snapped. Subsequently the basket could not be closed so the device was removed from the biliary area manually. As the basket was being removed the stone came out with it, so the procedure completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure performed on (B)(6), 2011. According to the complainant, during the procedure, it was attempted to crush a captured stone twice using an inflation handle but nothing happened. A noise was then heard and the plastic covering of the metal wire snapped. Subsequently the basket could not be closed so the device was removed from the biliary area manually. As the basket was being removed the stone came out with it, so the procedure completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.